Event description:
The patient reported that the pump has repeatedly emitted loss of prime warnings. The pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. During evaluation the force sensor assembly was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.